Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing address and serial number label.

Event description:
It was reported that the customer was unable to see the numbers on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that he can only read half the screen. Customer reported that the pump was working but he cannot read the screen. Customer was advised to discontinue use of the pump and revert to back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.